Manufacturer narrative:
One device was received. Per visual inspection, air bubble dso. The complaint was verified by functional testing. Performed device's pressure switch test and found to be low to the end of device manufacturing specifications. The root cause was a defective downstream sensor. Replaced downstream sensor to correct the issue. Replaced downstream sensor with keypad, overlay and back label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported device had downstream test failure. The event occurred during testing. There was no patient involvement.